Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Approximately 70 months post stent graft implant, it was reported that a CT was demonstrated the distal end of the stent graft was floating in the iliac artery. There was disease progression resulting in dilatation of the iliac artery from 16 mm to 20 mm in diameter; however, there was no endoleak present. An iliac limb was implanted within the previous stent graft, and into the iliac artery to resolve the situation. No additional clinical sequelae were reported and the patient is fine.